Manufacturer narrative:
This event occurred on an unknown date between (B)(6), 2022 ¿ (B)(6), 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate matter was adhered inside of injection port in eighty-five (85) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 19, 2022 - june 20, 2022. H10: ninety-five (95) samples were received for evaluation. Visual inspections with the unaided eye and with magnification were done on all samples with the fill port caps removed. The visual inspection along with magnification observed a white polymeric appearing particle (morphologically consistent with fill port material) loosely on the interior wall of each fill port of nine (9) samples and a white elongated polymeric appearing particle, approximately 1.0mm in length, loose inside the upper left area of the bag in another sample. The reported condition was verified in ten (10) samples; however, not verified in the remaining eighty-five (85) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.